Event description:
Related product model #: 42415. Related product serial #: no value found. Related product upn #: m001491561. Related product batch/lot: no value found . Related product family: starter. Material number: m001491561. Sterile lot number: no value found. Sold to account number: no value found. Returned product expected: yes. Bsc product return date: no value found. Location description: no value found. Device/procedure outcome: procedure cancelled/rescheduled, unable to use device - attempted. Patient outcome: f12: serious injury/ illness/ impairment. Event description: per cnf, it was reported that: [?]event[?][?]event; other (please describe details in the event description) [?]please describe the event details[?]cardiac tamponade [?]what is the patient's medical history/comorbidity?[?][?]please indicate the information on medication (drugs being taken, contraindicated drugs, etc.)[?][?]was bav performed?[?][?]what was the size of the aortic valve annulus?[?][?]what was the access site?[?]transseptal puncture from the femoral vein to the left atrium [?]if a leak was observed after the procedure, what was the severity?[?] Note: for any patient information field(s) left blank in the cnf - "asked but not available as per account" infected: unknown infection name: diagnosis or treatment: resolution: not completed due to another reason where did event occur: inside the patient outcome: adverse event first time the unit was used: yes tested prior to use: yes used before expiry date: yes physician's comment: generator used ablation[?]catheter used other used event date: 2026-2-5. As reported device codes: 2099: no known device problem. As reported patient codes: 9042: cardiac tamponade.

Manufacturer narrative:
Awaiting return of the device. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.